Event description:
Pt ID: (B)(6); on (B)(6) 2012, he received a right total hip arthroplasty and the components were zimmer size 56 continuum acetabular cup with a size 11 kinnectiv taper stem, a size r2 modular neck, which is extended offset, anteverted with a zero versus femoral head 36mm in diameter in a neutral 36mm longevity, highly cross-linked polyethylene. He felt that he never fully recovered from the tha procedure, and has always felt some right hip pain. Beginning in 2018, he felt that his right hip pain progressed rapidly. He described a pressure like pain deep in the right hip joint with radiation down the right leg and up the back. His symptoms were worse with activity, and were somewhat alleviated by rest and hydrocodone taken before bedtime and with ibuprofen. He previously enjoyed being quite active, and his hip symptoms limited him from exercising and travelling. Metal-suppression MRI of the right hip made on (B)(6) 2019 showed a significant intracapsular fluid collection with jib sail sign anteriorly, suggesting fluid under pressure. The abductor tendons appeared to be intact. There is heterotopic ossification at the tip of the trochanter. This may even be an avulsion at the tip of the trochanter. Synovial hypertrophy is noted at the inferior aspect of the joint. On (B)(6) 2019, his urine cobalt level was 29.6 mcg/l and his blood cobalt level was 3.3 mcg/l. In christmas of 2018, his wife noticed that the pt had developed a tremor of his right hand which was most notable when he gesticulates as he speaks. Throughout 2018, he has suffered a significant, sudden, and new problem of mental fogginess causing difficulty with reading books. He described a cognitive delay and difficulty following the words on the page. He had enjoyed watching online adult learning lectures for several years but, through 2018, he had difficulty following the lectures. He also has trouble with word finding and recall. He has also become uncharacteristically forgetful. In about the summer of 2017, he developed issues with fatigue. He had three simultaneous cardioversions on (B)(6) 2017 for atrial fibrillation. His wife states that following that procedure, he became more moody, irritable, and impatient. He experienced more pain all over his body and wondered if he had developed fibromyalgia. He had not developed any sleep disorders but states that through 2018, he had vivid dreams, which he states is unusual for him. About 2016 or 2017, he had a sudden episode of severe ringing in his ears and that has been ongoing since then. He has learned to tune it out but states that the ringing is constantly there. During this time he also developed presbyopia but no macular degeneration nor optic nerve issues. In (B)(6) of 2018, he developed itchy skin and a rash on the abdomen. These neurological, immunological, and cardiovascular problems are consistent with and concerning for cobalt toxicity. Fdg pet brain scan with neuro q analysis show abnormalities that are consistent with chronic toxic encephalopathy. The right hip was revised on (B)(6) 2019. The cocr head and modular tiaiv neck were exchanged for 36mm +0 delta ceramic head and a new r2 modular kinnective neck. The device disassociated at the neck and stem junction rather than the neck and head junction which is why the neck was also revised. There was about 30 cc intracapsular pressurized effusion, yellow, slightly cloudy, hip fluid. The cobalt level of this fluid was 180 mcg/l. There was also moderate inflammation of synovium, hip capsule, and gluteus medius tendon. Pathology report of frozen of right hip tissue described marked "metal-on-metal" reaction with high alvl score of 9 out of 10 (synovial lining 2 inflammatory infiltrate 4, tissue organization 3). About 2 month post revision blood cobalt was 1.0mcg/l and urine cobalt was 1.6 mcg/l and at one year out blood cobalt was not detectable. FDA safety report ID# (B)(4).